Event description:
The ge oec 9800 fluoroscopy system lost the motorized functions of the c-arm movements.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the rui emergency off switch was activated. The emergency off switch was deactivated, and the system motorized functions restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.